Event description:
It was reported that the body fluid could not be aspirated. No patient injury reported.

Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging) 100cc silicone bub evacuator connected to a round channel drain. Visual inspection of the samples noted no obvious visible defects. The round channel drain was placed in a reservoir of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The 100cc bulb evacuator bulb was squeezed. The outlet port was closed off to create negative pressure. The evacuator suctioned 100cc of solution as intended, and also showing that the drain functioned properly as well. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "important: a. Check for fluid entering closed wound suction evacuator. Lack of flow may indicate all exudate has been removed. B. When not using auxiliary suction during surgical wound closure, several activations of the closed wound suction evacuator may be required to establish suction because of the following: I. Air entering partially closed wound. Ii. An operative air pocket. C. The attached strap may be used to secure the evacuator to the patient." Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the body fluid could not be aspirated. No patient injury reported.